Event description:
Reportedly, the surgeon was a first time device user and there was a resident surgeon as well as a medical student assisting with the surgery. They took a 7-8 inch long specimen from the pt and everything appeared to work properly with the device. There was no sticking and no bleeding. The resident was using an ethicon eea and indicated that he was not familiar with using it. The surgeon was instructing the resident throughout the procedure. The surgical staff asked for a 31mm eea but had to use a 29mm eea because they could not locate a 31mm. After the procedure was complete they did a water test and found no leaks, and the site was dry when they closed. The staff thought the pt was dehydrated, but after they hydrated them, they were still not doing well. They were getting ready to bring the pt back into surgery but they passed away before they could get them back into surgery. No cause of death has been identified at this time.

Event description:
Per the evaluation of a medical professional the "preliminary coroner reports indicated the cause of death to be massive gastrointestinal bleeding from the mucosal-serosal portions of the anastomosis."